Manufacturer narrative:
The insulin pump passed the self-test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test however, pump received with high sleep current due to high resistance on the internal battery connector. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected failed battery test/battery failed alarms noted during testing. The formatted history file confirmed pump error 53, line number 101 file number 540. We were unable to determine the root cause. The insulin pump was received with scratched case, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed failed battery test and pump error 53. Customer's blood glucose level was 16.2 mmol/l. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.